Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp initiated the initial drain cycle prior to connecting the transfer set to the patient line of the homechoice set. When hp received the system error message, they connected the transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.